Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03343. It was reported the patients extensions had become twisted due to the patients twiddler's syndrome. As a result, the extensions were explanted and replaced to address the issue.